Event description:
On (B)(6) 2012, it was reported that the patient's infusion sites were leaking insulin and he was experiencing elevated blood glucose levels over 200 mg/dl. His normal range is 90-130 mg/dl. The patient changes the infusion site until he finds one that does not leak. He believes that the issue is due to the infusion set. The patient stated that he has been experiencing this problem for about one year. The patient was advise to discontinue use of the infusion sets and begin using the replacements that were sent. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were replaced, but were discarded so no product is able to be returned for evaluation.